Event description:
Due to declining patient performance, this patient's explant team elected to explant the device and reimplant with a new device. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.